Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display screen was ¿virtually unreadable.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display was found to be dim and discolored. The display was replaced with a test screen for testing and was found to function properly.